Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure of this pacemaker, the patient experienced excessive bleeding. The procedure was successfully completed by inserting a drain. The patient had a small build with no subcutaneous fat and the patient¿s skin was raised where the device was implanted. Several days later, the device was found to have eroded through the skin due to pressure necrosis. Blood samples taken were negative for infection and no anomalies were found. The pacemaker was explanted and the patient will be re-implanted once their wound heals. No additional adverse patient effects were reported.